Event description:
Ous MDR - after an implantation period of approx. 30 months, increasing impedance values were reported. The lead was removed but not yet returned.

Manufacturer narrative:
Upon receipt, the provided data and the lead under complaint were subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The available pacing trend curve demonstrated a gradual increase of the pacing impedance since (B)(6) 2017 from initially 700 ohms to approx. 2900 ohms. In the course of the visual inspection of the lead, the tip was found pulled partly out of the lead indicating severe tensile forces applied during the extraction procedure. Furthermore calcified tissue residuals were noted on the lead tip, which can be considered as the root cause of the increased pacing impedance. During the electrical analysis, the measured pacing impedance was around 2900 ohms, consistent with the clinical observation reported in the complaint text. Additionally 23 cm distal to the df4 connector pin three ligature marks were noted and two threads were tied on the lead body. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process.in conclusion, the analysis did not reveal any sign of a material or manufacturing problem.